Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that her arms and legs were twitching even when stimulation was turned off. No known event contributed but the patient had a follow-up scheduled with her physician. No diagnostics/troubleshooting had occurred. The patient was alive with no injury and no surgical intervention had occurred or was planned. Additional information received from the rep 2 days later reported that the patient had been instructed to turn the implant off until she could be seen. The patient could still feel stimulation and the patient programmer (pp) showed the implant to be off and at 0 volts. No action or intervention had taken place. Additional information received from the rep reported that impedances were checked and were all within range. The patient had seen the managing physician who referred her back to the neurosurgeon as it was thought the twitching was unrelated to the stimulation. Stimulation had been turned on to feel if there was a marked difference in sensation and there was. The cause of the twitching had not been determined. Relevant medical history included spinal pain. Further follow-up was not required.

Event description:
Additional information received reported the patient had been having trouble and wanted to talk to the healthcare professional about it.